Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were no alarms for bed 1 on (B)(6) 2017 between 12:00 - 13:00 and the patient expired. This case will be considered a non adverse event, the patient death was reported in MFR. Report #:9610816-2017-00338.